Event description:
10 hole anterior clavicle plate broke while the doctor was contouring it to fit the patients anatomy.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke was confirmed. The visual inspection of the plate showed that there is a sharp bend at the seventh hole of the plate. Based on the dents on the surface of the plate, the bending tools were positioned at each side of the ninth hole of the plate, centering the hole between the bending tools. The following statement can be found in the instructions for use: "contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker osteosynthesis, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. [¿]¿ a review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
Ten hole anterior clavicle plate broke while the doctor was contouring it to fit the patients anatomy.